Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was advanced to the left atrium, and the dilator was removed from the sheath. The sheath was aspirated and flushed. A non-boston scientific mapping catheter was inserted into the sheath to perform a pre-map. Upon aspirating and flushing the sheath, air was constantly being pulled back and the back of the hemostatic valve of the sheath was leaking. The physician attempted to pull back on the mapping catheter slightly to test if the valve was not completely closing, however, the issue still persisted. The physician also attempted to aspirate the sheath with a few 30ml syringes, but air was still seen with each aspiration. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to return for analysis as it was contaminated.